Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia on (B)(6) 2026, with levels remaining elevated for more than four hours.the blood glucose level was 321 mg/dl and the patient got treated with bolus. No further information is available.